Event description:
During clinic visit, patient's sister states that patient's controller beeped while patient was sleeping, and that she could not find an alarm associated with it. When patient woke, it was discovered that her battery drained down to 50% while on wall power. Autologs, hvad logs sent, and raw files sent to (B)(6), rn, clinical rep for medtronic. It was decided to remove battery from service and replace it due to suspected power switching. Warranty replacement requested. Removed: (B)(4), replaced: (B)(4). FDA safety report ID # (B)(4).